Manufacturer narrative:
The device was received with blank display due to moisture damage on electronic assembly. There was no constant tone noted. The moisture damage was found on motor assembly. The unexpected restart alarm was unable to be verified, due to the blank display. The device was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, cracked on battery tube threads, and scratched reservoir tube window.

Event description:
The customer reported via phone call of unexpected restart alarm and having a cracked reservoir. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted and found that the alarm history was not able to be checked. The alarm was not able to be cleared. The customer states that the device may have been exposed to moisture. The customer was advised to discontinue use of the device, and that it would need to be replaced and returned for analysis.